Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) some issues was detected and a quotations was sent to solve it. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). It was reported that during preventive maintenance on the cs300 intra-aortic balloon pump (iabp) getinge field service (fse) completed visual inspection and found broken car and equipment wheels. During functional tests fse found broken console locking mechanism. During electrical safety tests, fse recommend changing the power cable as it is close to the maximum tolerance limit. Fully operational equipment after replacing the damaged wheels, power cable and gear locking mechanism. The battery kit and safety disk was replaced under pm. Customer did not want to repair the unit. There was no patient involvement.